Event description:
It was reported that during the lumbar fusion procedure, it was found that the flex arm would not tighten properly. No patient complications were associated with the event.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.